Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5-revision procedure date stated is incorrect. Should be (B)(6) 2023.

Event description:
It was reported that a 75 yo female patient, who had multiple surgeries in 2017 on the right osg, who had an initial right vantage ankle implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2023, approximately 3 years post the initial procedure. The patient was revised due to an inlay fracture and talus loosening on the right. The patient did not indicate a recognizable reason or a previous trauma that caused the event. The patient was revised to an exactech 10 mm inlay and a flat cut talus. There was no breakage of device or surgical delays. The patient was last known to be in stable condition following the event. X-rays and device photos were provided. No device returns anticipated. The implants will remain in the hospital for biomolecular research and control. No further information. This 1 of 2 reports for this event. See MDR#: 1038671-2023-00928.

Manufacturer narrative:
D10: concomitants: (B)(6), 350-32-01 - tibiaplateau mobil 1, re. (B)(6), 350-42-21 - tibia inlay mobil 8 mm, 1, re. H3: the revision reported was likely due to the combination of patient-related conditions, more specifically hindfoot misalignment, and malrotation of the talar component, which may have allowed for incongruent loading and unexpected stresses on the implants, and led to ultimate tibial insert fracture and talar component loosening. However, this cannot be confirmed as the devices were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.